Event description:
It was reported that the procedure was to treat an 85% stenosed lesion located in the right renal for treatment of instent restenosis. After accessing the lesion with a spartacore guide wire a 3.5x15 mm trek balloon was inflated at 8 atmospheres for predilatation. An attempt was made to advance the 3.5x19 mm graftmaster stent delivery system (sds) over the guide wire; however, the sds stuck with the guide wire. The guide wire and the sds were removed together as one unit out of the anatomy. An attempt was made to retrieve the sds of the guide wire; however, it was very tight. After pulling successfully on the sds the devices separated; however, the distal catheter shaft of the sds was twisted and not in the correct shape. A new spartacore guide wire and a 3.5x16 mm graftmaster sds was used with good result. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire and twisted shaft were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The spartacore guide wire is being filed under a separate medwatch report.